Manufacturer narrative:
Failure analysis noted that the pump was monitored for 24 hours and no blank display was noted. All the currents were within specifications. There was no damage on the isolation tape. There were no unexpected low battery alarms. The pump alarmed unexpected restart due to faulty interface board. There was no external ram crc error alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 70mg/dl. The customer's mother stated that the battery was going dead within minutes. The pump alarmed unexpected restart and low battery then shuts off. The following alarms were in the history: unexpected restart and external ram crc error. She stated that the unexpected restart alarm was recurring. She was advised that the insulin pump will need to be replaced. She was advised to monitor the pump and that the patient could continue to wear the pump until the replacement arrives. The device was returned for analysis.